Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial estradiol iii result was 3584 pmol/l on the e411 analyzer in question. It is not clear if this result was reported outside of the laboratory. Clarification has been requested. On (B)(6) 2018 a new sample was tested on a different e411 analyzer and the result was 1526 pmol/l. This result was reported outside of the laboratory. The sample was repeated on the e411 analyzer in question with a result of 1492 pmol/l. On (B)(6) 2018 the sample from (B)(6) 2018 was repeated on the e411 analyzer in question and the result was 696.7 pmol/l. The sample was repeated on the other e411 analyzer and the result was 715.8 pmol/l. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 319816. The expiration date was not provided. The measuring cell was replaced on (B)(6) 2018; all reagents were calibrated and qc results were ok at this time. Calibration signals were acceptable. No issues were identified during a review of the customer's qc or alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
It was clarified that the initial estradiol iii result of 3584 pmol/l was reported outside of the laboratory.